Event description:
It was reported that the pt had redness and multiple blisters on the lateral right thigh after using the unit.

Manufacturer narrative:
Unit has not been returned for manufacturer's evaluation; follow-up report will be issued as necessary based upon investigation results.